Manufacturer narrative:
(B)(4).one used set with no cap on spike and no cap on patient connector in reference to damaged was received. Set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Event description:
This is an international report where the spike of the transfer set was found during connection with the clean flash. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.